Event description:
On (B)(6) 2012, manufacturer was advised that a (B)(6) female underwent embolization of the left ovarian vein and left internal iliac vein. Embolization coil migrated to the right ventricular trabeculae and was not removed. No adverse effect to patient due to this occurrence. Patient will return for an x-ray of her abdomen to see which coil is still in place. Additional information provided to the manufacturer on (B)(6) 2012: the (B)(6) female patient had a left ovarian and left internal iliac vein coiling done on (B)(6) 2007. She had two 15x15 nester coils deployed in her left ovarian vein and a single 14x8 nester coil in one of the tributaries of the left ovarian vein. Post procedure has shown that the left ovarian vein had occluded completely with two coils. The physician suspects that the coil, which moved; must be the one from the internal iliac vein. The physician wants to do an x-ray of patient¿s abdomen to see which coil is still in place. Additional details state the patient is well and asymptomatic; although a little anxious. No intervention has been done, but has not been ruled out at this time.

Manufacturer narrative:
(B)(4). Event is still under investigation.